Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 500 mg/dl while wearing the pod between 24 and 36 hours once at the hospital the patient was treated with intravenous fluids. The patient reports the pods cannula had not deployed at activation as it was not visible upon removal of the pod. The patient was in the hospital emergency room for 6-8 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. In addition we are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.